Event description:
It was reported that the PICC had been flushed and as dressing was being applied, pt complained of difficulty breathing and face became very flushed. No complications with insertion. Pt did not appear anxious. PICC kept insitu. Symptoms resolved within a couple of minutes, vital signs stable.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval, as the device remains in the pt. A lot history review (lhr) of reuk0895 showed one other similar product complaint(s) from this is lot number. (B)(4).